Manufacturer narrative:
This incident occurred outside of the united states. No product was returned for evaluation.

Event description:
Pt reported, the check button on the infusion device was damaged. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for evaluation. F/u was provided by the pt who reported the infusion device functioned as intended after that event, and there were no further concerns. Pt reported the product would not be returned for evaluation. The production reports were reviewed. The production data comply with specifications, and the complaint could not be replicated.